Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after the deployment of the vascular stent in the sfa, it was impossible to remove the delivery system as the tip of the system was stuck in the stent. The distal part of the delivery system broke apart during the attempt to remove the system from the pt. The distal tip remains in the pt's leg; it could not be located after the procedure. Four days after the initial procedure, a reintervention (bypass) was performed, however, this was not related to the tip detachment. The pt is reported to be well.